Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient, this swan ganz catheter was damaged (pierced) by the user during the procedure, leading to a small cut in the tip, 2 cm away from the balloon. Therefore, some blood leaked from the cut and came back into the thermistor port. All clinicians agreed that this was a surgical error and unrelated to the product. However, cardiac output (co) value was incorrect, so the user used the values as a trend. As the catheter could not be removed because the patient was on high inotropic support and the doctors did not want to compromise him, the catheter was used for 3 days and they were still able to use the values as a trend. There was no allegation of patient injury. Patient demographics unable to be obtained. The product was not available for evaluation.